Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly, the device did not look as strong as usual and when the plunger was removed, the suture was not present. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The cuff miss was confirmed. The irregular appearance cannot be replicated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a bilateral cuff miss occurred. The bent follower likely occurred during the cuff miss leading to the reported, ¿the device did not look as strong as usual¿. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.